Manufacturer narrative:
Section d4 has been updated to include lot number 1905000059 which was provided by the customer. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the argyle PICC was leaking. There was no patient harm.